Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 of 4. (B)(4) had the patient check the lines and bags and found that the unused final line was left open. (B)(4) had the patient cycle power to clear the error and end therapy. (B)(4) then had the patient disconnect using aseptic technique. The patient elected to notify their nurse of any missed therapy. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product surveillance contacted the patient's nurse who explained she was aware of the error, the patient was fine, and therapy was going without complication. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample; however, based on the information gathered during baxter?s investigation, the cause of the system error 2240 is due to air being sucked into the disposable because there was an open clamp on an unused supply line. The lot number is unknown therefore a batch review was not performed. The homechoice apd systems patient at home guide instructs the patients to close all clamps on unused fluid lines securely. The labeling review found the labeling adequate for the potential use error(s) in this complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.